Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this right ventricular lead presented to the hospital experiencing bradycardia symptoms. Interrogation revealed high out of range impedance measurements that had increased since a follow-up visit approximately two weeks earlier. The patient remained hospitalized. An x-ray revealed a lead fracture at the location of the fixation and suture sleeve. The following day, a lead revision was performed. This lead was surgically abandoned and replaced. During the same procedure, the device was also replaced as it was nearing elective replacement indicator (eri) to avoid a second procedure. No adverse patient effects were reported.